Event description:
It was reported that the device displayed error code 78-70-08. The rep was able to follow instructions on the screen in order to clear the reset and restore programming settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.